Event description:
It was reported the rigid video laparoscope experienced white scratches were found in images. The issue was an out of box failure. There were no reports of patient involvement.

Manufacturer narrative:
E1:(B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the charged coupled device. . A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The supplemental emdr is being submitted to update the product return date and correct the customer address. Updated fields: d9, h2, h11. Corrected fields: e1. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.